Event description:
Information was received indicating that a high-pressure alarm was noted with a smiths medical cadd cassette reservoir, and three vials of medication was lost . No adverse effects were reported.

Manufacturer narrative:
One cadd cassette reservoir was returned for the evaluation of the reported issue. One picture showed a cassette product from part number 21-7302-24 in used conditions with slide clamp activated and with red cap. Picture two showed the front view of a cassette product from flow stop model. Picture three showed the top view of a cassette product from flow stop model. A visual inspection was conducted at a distance of 12? To 16? Under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample don?t present any damages, scuffs, pinch marks, cracks, crazing, etc. That could have caused the failure mode reported. The sample failed the tube height test; however due sample being received in used conditions, it is possible that the pump tube height was modify during the use. The sample passed functional testing. The complaint was not confirmed due to samples were tested and no alarms were activated.